Event description:
It was reported that this patient contacted boston scientific technical services (ts) via email on (B)(6) 2025 stating their subcutaneous implantable cardioverter defibrillator (s-ICD) device was explanted last week due to multiple inappropriate shocks. A dual-chamber ICD was implanted instead. The patient requested a magnet to deactivate device therapy in case their current device shocks them inappropriately. Ts encouraged the patient to discuss this request with their cardiologist. Besides the inappropriate therapy and subsequent surgical intervention, no other adverse patient effects were reported. Since the patient did not report the model or serial number of the explanted s-ICD to ts, boston scientific cannot confirm whether or not the device will be or has been returned for analysis. Should additional follow-up information be received in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.